Manufacturer narrative:
(B)(4)

Event description:
It was reported the registered nurse (rn) had called the clinical support specialist (css), to discuss how blood was noted in the dr iveline tubing. The css explained that the catheter should be removed as soon as possible. The rn stated she will call the doctor and discuss the urgency of the catheter removal. As a result, the doctor removed the catheter, but chose not to reinsert the iab as of this time the patient is critical but stable. The patient is hypotensive, but no noted complications related to rupture. Additional information received from a user facility report. The intra-aortic balloon pump (iabp) alarmed. The rn assessed the alarm and noted blood flecks in the tubing. The tubing line was clamped and the pump was turned off. The patient was on intravenous pressors and remained stable. There was no report of patient death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the registered nurse (rn) had called the clinical support specialist (css), to discuss how blood was noted in the dr iveline tubing. The css explained that the catheter should be removed as soon as possible. The rn stated she will call the doctor and discuss the urgency of the catheter removal. As a result, the doctor removed the catheter, but chose not to reinsert the iab as of this time the patient is critical but stable. The patient is hypotensive, but no noted complications related to rupture. Additional information received from a user facility report. The intra-aortic balloon pump (iabp) alarmed. The rn assessed the alarm and noted blood flecks in the tubing. The tubing line was clamped and the pump was turned off. The patient was on intravenous pressors and remained stable. There was no report of patient death.